Event description:
According to the customer, over the "last few years" the foley balloons "leak" causing the foleys to not last "30 days".

Manufacturer narrative:
It was reported that the bulb syringe was "bent at the tip" when it was removed from the pack on 01/31/2025. The customer reported there was no patient involvement or injury related to the reported issue. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for (B)(6) on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.